Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic weight loss surgery - bypass gastric volume reduction, when firing, a loud sound was heard and handle could hold, but reload did not go forward. After holding the handle again, the reload still did not move. The director pulled back the black button and replaced with the new product of the same model. There was no patient injury.